Event description:
It was reported that they were doing a hammer toe procedure. The first smart toe that the surgeon put in, never spread open. Kept in freezer prior to the surgery and after some time lapsed took out a second one and after waiting thirty minutes still did not open. Surgeon removed and manually opened the smart toes himself. They eventually k-wired and closed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.